Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). A peritoneal dialysis registered nurse (pdrn) contacted (B)(6) customer service to report that the patient had an allergic reaction to the island dressing. Pdrn advised it gave the patient a rash, took skin off and caused her itchy skin. There was patient involvement, and adverse event was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".